Event description:
It was reported that previous signal artifact monitoring (sam) episodes for this pacemaker were observed during an upgrade procedure. These episodes were from two thousand and nineteen. The oversensing resulted in the minute ventilation (mv) feature being disabled. It was noted the chronic leads sensing, impedance and threshold measurements are good. This pacemaker was explanted due to therapy upgrade.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that previous signal artifact monitoring (sam) episodes for this pacemaker were observed during an upgrade procedure. These episodes were from two thousand and nineteen. The oversensing resulted in the minute ventilation (mv) feature being disabled. It was noted the chronic leads sensing, impedance and threshold measurements are good. This pacemaker was explanted due to therapy upgrade.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.